Manufacturer narrative:
While on the phone with dario's representative, the user stated that she was going to discontinue the use of the dario meter. The user was having difficulty removing the strips cartridge from the device, and refused to troubleshoot or share any more details regarding the incident with dario's representative. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On november 4th, the user contacted dario to report high blood glucose (bg) readings.the user reported receiving from her dario meter bg readings that were 50 mg/dl higher than the bg readings that she received using her non-dario meter.